Manufacturer narrative:
FDA coding was missed in the initial report. This is a follow up report for these missing codes. Health effect - clinical code -1924 health effect - impact code - 4621 & 4625 medical device problem code - 2547 component code - 887 type of investigation code - 4112 investigation findings code - 114 & 3253 investigation conclusions code - 22 & 18

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Adverse event problem was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.